Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, multiple cubies failed and drawer 3.1 with all pockets failed, displaying the error as device not detected on the bus. The customer stated that the malfunction occurred when a user tried to issue medication to the patient and caused a delay to patient care. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-oct-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that drawer 3.1 had failed and did not appear in the hardware test application. A field service engineer (fse) replaced the drawer controller board and drawer board, but the issue persisted. The fse then replaced the retractor band that resolved the issue and verified functionality using hardware test application (hta). The system functioned as intended after field service engineer repaired the device.